Event description:
The facility representative reported "not working" on a flogard pump during use, with no pt involved. Although baxter attempted to obtain info, details were not available regarding additional contact info. According to the facility representative, no pt injury or medical intervention has been reported related to the device. No additional info was available.

Manufacturer narrative:
The device has been rec'd for evaluation, however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation, or if additional info becomes available.